Event description:
It was reported that the patient's atrial leadless pacemaker (lp) dislodged and traveled to the left lung, as confirmed by x-ray. The lp was explanted. There were no patient consequences.